Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer stated that the infusion set cannula was bent. The customer declined the troubleshooting as they knows the high blood glucose was due to the site issue. The customer had surgery due to the site issue. The customer advised to change the infusion set and to get with healthcare professional regarding sites and sets. The insulin pump will not be returned for analysis.